Event description:
A navigated total knee replacement was performed and the next day when post op x-rays were taken it was noticed that a length of a navigation pin had broken off in the tibia.

Manufacturer narrative:
It was reported that a piece of a speed pin remained in the patient following surgery. The remaining part of the device was not returned. No batch number is available. Based on the available information, no investigation is possible. If additional information becomes available in the future this investigation will be reopened.